Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d patient on (B)(6) 2026, that the gantry was randomly moving. The user site reported that they believed the switches are loose and their local fse on site believed the same. No user injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the c-arm switches were stuck. The fse replaced both left and right c-arm switch banks and verified that the repair corrected the reported problem testing each switch on both sides. The fse verified that the system passed all tests and meets manufacturers specifications. No further information is currently available.